Event description:
It was reported that the pump was replaced in (B)(6) 2014. The patient had a catheter issue at that time that was determined, so it was also replaced.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).